Event description:
A facility reported that a pt lost an excess of 6 lbs of fluid more than the machine was programmed to remove. The machine's pretreatment testing has passed prior to the treatment. The facility states there were no alarms during the treatment and the alarm limit settings were unknown. The pt became hypotensive and nauseated, received normal saline and completed the treatment. The machine was removed from the treatment area for inspection by the facility machine technician. The machine testing was performed again reportedly failed. The machine has not been repaired and the facility has informed the MFR that the machine is being sold to a third party. The third party was notified of the machine failure.